Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days. The pump remains in use supporting the patient. No further events have been reported. A root cause for the hemolysis and decreased pump speed could not be determined through this evaluation. The analysis of the submitted log file revealed no notable hazard alarms; however, two low speed advisories were captured. The data following these events showed that the pump ramped back up to its set speed without issue. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, a health professional requested a review of the system controller log file. The log file was reviewed by the manufacturer's technical services representative and 2 low speed events were noted, one on (B)(6) 2015 and one on (B)(6) 2015. A cause for the events could not be identified. The patient was admitted to the hospital for observation. Evaluation of the driveline found no indications of any visual or physical trauma. At the time of admission, the patient's lactate dehydrogenase (ldh) level was increased from baseline. The ldh level peaked at 496 u/l, and the patient was treated for hemolysis with heparin and persantine. The patient's ldh subsequently decreased to 390 u/l at which point the patient was discharged.